Manufacturer narrative:
Investigation conclusion: customer was using an old sars method file. After updating to current sars-cov-2 method file, customer states the run resulted as expected. Root cause: use of outdated method file. Source: phone.

Event description:
Customer reporting that an entire run of samples resulted negative including the positive control (10 patients total). No confirmation testing was performed. Through interview it was found the customer was using an outdated method file. Report 3 of 10.